Manufacturer narrative:
The hospital where the procedure took place is unknown, however, the patient reportedly lives in (B)(6).

Event description:
It was reported to boston scientific corporation that a patient underwent a surgical procedure involving an obtryx transobturator mid-urethral sling system to treat the patient's stress urinary incontinence and pelvic organ prolapse. According to the complainant, the patient suffered serious bodily injuries, including erosion of internal bodily tissues. The exact nature of all bodily injuries is unknown. The patient's condition at the conclusion of the procedure and the patient's current condition are unknown and reportedly unavailable.